Event description:
Information received indicates the side rail will not stay up.

Manufacturer narrative:
The technician found the side rail was caught on the guard plate. The technician repositioned the guard plate to repair the bed.